Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis of the device revealed normal battery depletion.

Event description:
The patient reported that the implantable pulse generator (ipg) was approaching the elective replacement indicator (eri) and that their heart rate would not increase when exercising. The patient explained that the "motion sensor" had been programmed off. The patient also reported increased shortness of breath. The device was explanted and replaced once it had reached the eri. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Corrected information: sex, date of birth . If information is provided in the future, a supplemental report will be issued.